Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's physician called to report that the sensor electrode is missing. Customer's physician is concerned the electrode may still be inside the customer's skin. Customer's blood glucose level was not included in the report. Product is being replaced.